Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported images of the driveline were reviewed and a break in the distal portion of the driveline by the metal connecter was found. Images of driveline damage was provided and there were no obvious areas of shield breakdown in the external driveline nor in the internal portion of the driveline. The patient's controller was exchanged. Rescue tape was applied to the break in the distal portion of the driveline by the metal connector on (B)(6) 2023. Exchanging the controller resolved the event. The patient is stable and will be discharged home after echocardiogram. Related MFR: 2916596-2023-02742.

Event description:
The system controller was exchanged because the site was unable to receive the data on the system monitor.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller not communicating with the system monitor was able to be confirmed. The heartmate ii system controller (serial number: (B)(6)) was returned for analysis, and a log file was downloaded for review. A review of the submitted log files showed events spanning approximately 18 days ((B)(6) 2023 per timestamp). The driveline was disconnected on (B)(6) 2023 at 10:41:39 and the controller was shut down at 10:43:52. There were no other notable alarms active in the logfile pertaining to the reported event. Pump operation was not affected, and the device appeared to function as intended. The system controller was connected to a mock loop and was not communicating with the system monitor. The power cables were replaced, and communication was restored. The power cables were cut open to inspect the condition of the underlying layers and broken blue and orange wires were observed. The power cables were replaced, and the system controller underwent preliminary and functional testing and passed. The system controller was able to operate a mock loop with no alarms active. The damage to the power cables did not affect the controller's ability to operate the pump at the set speed. The root cause of the reported event was conclusively determined to be caused by damaged communication wires. The device history records were reviewed for the system controller (serial number: (B)(6)) and was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate ii instructions for use section 2 entitled ¿system operations¿ and heartmate ii patient handbook section 2 entitled ¿how your heart pump works¿ states ¿do not twist, kink, or sharply bend the driveline, system controller power cables, power module patient cable, or mobile power unit power cable, which may cause damage to the wires inside, even if external damage is not visible.¿ heartmate ii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.